Manufacturer narrative:
Additional MDR associated with this event: 3025141-2017-00076: screw.

Event description:
During implantation of an acutrak screw, the driver tip broke off and was left implanted in the screw head.